Event description:
Ge / datex / ohmeda call. We experienced two caster failures in four months on a s/5 avance anesthesia machine. The first failure was in 2008, the second failure was four months later. The caster failed when going over an elevator gap of about one inch. The previous failure was related to a simple floor threshold that was not much more than 1/4" high. These failures have created dangerous conditions of the machine becoming unstable, tipping and almost falling over on its side. I have the caster that failed on the same day, and will return it to ge healthcare/datex/ohmeda when provided with shipping information. A review of our data on the other aestiva / avance anesthesia machines we have here show one other failure, which was given to our service rep at the time, a failure of s/5 avance machine happened in 2007. In the same month, this wheel was given to rep, for additional ge /datex/ ohmeda failure analysis. We never received a response, although it was not a formal complaint. For our population of 11 avance systems, our overall caster mtbf is 10 years, but we have two units with caster mtbf ranges of 1.19 years to 2.46 years, which may indicate a lot/batch problem with a series of casters, or a problem with the machine bases.